Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. The burst of atp accelerated the arrhythmia to ventricular fibrillation (vf). The device remains in service. No adverse patient effects were reported.